Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer received no delivery alarms. It was also found the customer had difficulty with their infusion sets. The mother reported bent cannulas with the infusion set. It was found the customer's blood glucose was 400 mg/dl. The mother declined to troubleshoot for the issues. The mother declined to return the insulin pump for analysis.